Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha, wi facility as part of a 100-piece lot in august of 2018. Evaluation of the returned instrument shows that the light blue color coding on the ring is slightly faded. Further evaluation shows that there is visible damage to the outer jaw rail on one of the jaws. Functional evaluation using silastic test tubing shows that this instrument is able to pick-up, retain, close and release a clip without clip sticking to inner jaw surface thus we are unable to validate the alleged complaint since we were unable to replicate the alleged issue. We are unable to determine what caused the visible damage to the outer jaw rail on one of the jaws but mishandling at the end user's facility is suspected. All 50 instruments from the alleged lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for the product line.

Event description:
Reported issue: the horizon medium clips tend to stick on the side of the horizon medium 8" open applier after ligating. This will prone to damage to a blood vessel such as vessel tear if user not aware while removing the applier after application. CABG cardiac case.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the horizon medium clips tend to stick on the side of the horizon medium 8" open applier after ligating. This will prone to damage to a blood vessel such as vessel tear if user not aware while removing the applier after application. CABG cardiac case.